Event description:
It was reported that the procedure was to treat an unspecified lesion. Pre-dilatation was performed and the xience skypoint stent delivery system (sds) was advanced with resistance noted with the guide catheter extension. The stent dislodged and the delivery system balloon was inflated in order to keep the stent on the delivery system shaft. There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported dislodge stent was confirmed; however, the reported difficulty advancing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty advancing the device could not be determined; however, the reported dislodge stent appears to be related to operational context. Possible factors that may contribute to difficulty advancing the stent delivery system (sds) through the guiding catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the sds, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or sds. In this case, a conclusive cause for the reported difficulty advancing the device cannot be determined. Additionally, it is likely that the stent became dislodge from inadvertent manipulation of the sds, against the reported difficulty advancing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. C1: lot # updated from unknown to 13391324. C7: #1 exp. Date was added. D4: lot # updated from unknown to 4041041. D4: expiration date was added. D4: primary UDI number corrected from (B)(4).